Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep confirmed patient's implant is not tilted. They lay on their side, thus perceiving it as tilted. However, because they are thin, a wire is visible (extension), but skin is intact. The intermittent connection issue resolved and patient was able to charge to 100%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported they were continuing to experience difficulties. They charged the implant for about a half hour before losing the connection and the recharger started searching for the implant again. The patient didn¿t use the recharging drape because it didn¿t work for them, and they had to hold the recharger in place in order to maintain a charging session. It was reviewed the patient may have been moving the recharger around too quickly to find the optimal recharger position over the implant and it was recommended to wait 30 seconds before changing the position of the recharger. During the call they were able to successfully start a charging session after repositioning the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported for about a month there was difficulty charging the neurostimulator as it took a long time to find the implant and it wouldn¿t stay connected. The consumer mentioned they hadn¿t experienced any falls, but the neurostimulator wasn¿t flat and protruded out. During the call different positions were tried along with using and not using the drape and resetting the recharger, but this didn¿t resolve the issue as the intermittent connection issue continued. The patient mentioned they reset the recharger previously which worked one time after that.